Event description:
The reporter stated the surgeon implanted a (B)(4) collamer aspheric three piece lens. Partial optical portion of the posterior chamber lens which had been inserted in the pt¿s left eye almost six weeks ago was dislocated nasally, along with which one of the loops of the posterior chamber lens was riding on the surface of the iris anteriorly. Also there was a great amount of weakness of the zonular complex noted with the attempt to place the posterior chamber lens back into the posterior capsular position. An attempt to go ahead and place the loop into the capsular bag was met with poor selection, insofar as the zonular complex was very weak and would not support the lens in the proper position. The surgeon made the decision to remove the lens and implanted an anterior chamber lens. The wound was closed with two sutures.

Manufacturer narrative:
(B)(4). Method ¿ lens work order search medical review. Results ¿ visual inspection of the returned product found the optic is torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Medical review ¿ review of this file indicates that the lens was implanted in the bag and after 6 weeks, one haptic dislocated into the anterior chamber. The surgeon tried to place the haptic back into the capsular bag but noted that the zonules were weak and decided to replace the iol with an anterior chamber lens. Intraocular lens dislocation post-cataract extraction may be secondary to numerous factors. If the dislocation occurs in the early post-operative stage, it is usually due to a posterior capsular rupture or zonular dialysis. In cases when it is observed beyond the immediate post-operative period, it is usually secondary to trauma or yag capsulotomy. Based on the complaint history, work order search, medical review and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).